Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative has issued a quote for repairs to the customer but the quote has not been accepted at this time.

Event description:
The hospital reported the ventilator would intermittently stop during pre-use checkout. There was no report of patient involvement.